Manufacturer narrative:
(B)(4). Foreign source: japan. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Reported event could not be confirmed. The work instruction for the operation where the manufacturing deviation is likely to have occurred was reviewed and found to be adequate information informing the operator to inspect packaging for foreign material inside the sterile packaging. Medical records were not provided. The likely condition of the device when it left zimmer biomet, or the root cause of the reported event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the sterile packaging was going to be opened there was a foreign substance found inside the sterile packaging of the product. The surgeon did not use the product. No further information is available.